Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the reload was unable to be fired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu; sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm; egiaushort, egiaushort endogia ultra univ sht stap (lot#p4l0796); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n5c1785y); egiaushort, egiaushort endogia ultra univ sht stap medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open pancreaticoduodenectomy resection, when cutting the stomach, the tissue was clamped, the green button was pressed, and an attempt was made to perform the resection. In the first firing, when the 60mm purple reinforced reload was used, it was unable to be fired since the tissue was thick. Then it was replaced with a 60mm black reinforced reload and when tried firing again, it was unable to be fired as the handle was unable to be squeezed. The firing was tried many times but a crack sound was heard in the middle and then the handle became unable to be used. Another set of handle and reload were used and this time, the stomach was clamped but it could not be clamped, and even when the handle was squeezed, the tip opened. A linear cutter from a competitor's product was then taken out and the stomach was resected. There was no patient injury.